Manufacturer narrative:
Engineering investigation of the issue has revealed the problem with the ECG settings of the system. When a patient is selected and the operator enters the ECG menu, the changes of the prior patient are applied after about 1-2 seconds time frame. The ECG functionality receives the new focus patient and retrieves the appropriate settings for the current patient. The system will display the settings from the prior patient on the next periodic update that the functionality performs to ensure that the setting are up to date. The settings from the prior patient are applied to the newly selected patient. There is no mixing of patient data or information. The issue has been successfully fixed with cic software version 5.0.7. The customer is provided with one of the two work-arounds: after a change in the ECG tab, close the single viewer and re-select the previous patient. Navigate to the ECG tab functionality. Without closing the single viewer, select an alternate patient in the same unit.

Event description:
Customer reported, that the pacer detection function was shut off inadvertently for a patient with a pacemaker. No death or serious injury was reported.